Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). The patient complains of a loss of therapy for the last month and feel stimulation is now too low in his body. Previously, the patient reported great results. A lead migration is suspected, but not confirmed. The patient is to schedule an appointment with their health care professional so that x-rays can be done to troubleshoot. No additional troubleshooting has been performed at this time. The issue is not resolved at this time. Surgical intervention was not planned or performed to resolve the issue.